Event description:
This report is submitted to comply with MDR malfunction notice 76 fr 12473 requiring the reporting of incidents involving a life-supporting and/or life-sustaining device. Distributor reported the vent presents a problem with ccfl backlight. No indications of occurrence during clinical use and/or pt involvement.

Manufacturer narrative:
Request for device return made several times. No response to date on when the device will return for eval. Requested info concerning pt involvement. No update provided to date. Will submit eval results and pt involvement info as they become available.